Manufacturer narrative:
A batch record review of lot c131 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, pressure dome membrane leak, alarm #16: collect pressure, alarm #17: return pressure, and alarm#56: red blood cell pump (#2) error. No trends were detected for these complaint categories. Pressure dome membrane leak was investigated through CAPA (B)(4). CAPA (B)(4) were closed. Alarm#16: collect pressure and alarm #17: return pressure were investigated through CAPA (B)(4). CAPA (B)(4) was closed. No CAPA was initiated for complaint category, alarm#56: red blood cell pump(#2) error. This assessment is based on info available at the time of the investigation. The smart card data, pictures, and a video were returned for evaluation. Analysis of the returned smart card data, pictures, and video are in progress. A supplemental report will be filed when this analysis is complete. (B)(4).

Event description:
A clinical services specialist (css) on site reported that in the beginning of the 2nd phase of the kit prime, there was an alarm where the message was flashing for a very brief instant. There was no mute button for the alarm; the only button available was the start button. The prime was restarted, and the same thing happened again. This time the css managed to see the alarm, which was alarm #56: red cell pump (#2) error. Again there was no mute button available. They pressed start (only button available) and then stopped the prime. The tubing was removed and inspected. A scratch on the tubing was observed though the kit installation seemed fine. The kit was replaced with a new kit of the same lot. The same thing happened with this new kit. The css called technical services who advised then to remove the pump head, clean it with dish washing liquid, dry it and put it back. The css did so and priming finished successfully. When removing the kit after treatment, there was a blood leak at the return pressure dome. The patient lines were already clamped and disconnected. No leak observed during treatment. The nurse removed the return pressure sensor last when removing the kit from the instrument, the pumps were already released. The patient was reported to be in stable condition. The treatment was in single needle mode at a collect rate of 20 ml/min and a return rate of 25 ml/min. The heparin, 15000 units / 500 ml, was at a ratio of 1:10. This was the second ecp treatment for this patient, the first was the day before.